Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump shut off after rewind. Customer stated that insulin pump alarmed with insulin flow block. Troubleshooting was not performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned device for an alleged blank display and no delivery/insulin flow blocked alarm found on (B)(6) 2022. Unit passed self test and active current measurement. Device failed rewind test due to pump error on (B)(6)2022 at 18:13:13.000. Pump error alarmed due to corroded home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test and displacement test due to device not rewinding. Device failed sleep current test due to high current due to moisture damage on electric boards. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. In further full review found multiple no delivery alarms in the device history on (B)(6) 2022 between 15:23:00.000 and 15:37:22.000 during basal delivery. No unexpected alarms or alerts noted during testing and in the history files or traces. Device was cut open to perform visual inspection and found¿ moisture damage¿on the electric boards, motor and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap address label fading, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor lcd display window scratches. Blank display was not observed during analysis. Blank display not confirmed. No delivery/insulin flow blocked alarm is unknown due to pump error . Pump error alarm confirmed due to corroded home switch. Unexpected power loss confirmed due to moisture damage on electric boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.